Manufacturer narrative:
Product return has been requested. If device is returned for investigation, a follow-up report with investigation results will be filed.

Event description:
Distributor reported on behalf of user facility that device was in use with patient for injection. According to reporter, the needle became detached from syringe. No adverse effects to patient or users reported.